Event description:
Customer reports to have received a no delivery alarm overnight and during priming. Customer's blood glucose was 488 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer called back reporting no delivery alarm again. Customer's blood glucose was 479 mg/dl. Customer was able to deliver a bolus shot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.